Manufacturer narrative:
Visual review confirms screw breakage approximately ~4 threads from the base of the bone screw head. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial fracture propagation as noted, as well as increased material disruption at approximately 30% through the cross-sectional area, and shear lips on both sides of the fracture, consistent with overload. Dimensional examination confirmed conformance to print specification of the bone screw diameter. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported the patient underwent a posterior lumbar surgical procedure. Sometime post-op it was found that two screws were broken. The patient underwent a revision surgery to remove the broken devices. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.